Event description:
Customer is complaining about multiple crashes on the cathcor system. After installing main v3.3 software, the customer has experienced crashes on the catchor in two situations: 1). When trying to open the database, the user holds down the left click button while dragging the mouse to the "open db input" field or 2). User clicks the mouse when the arrow is not on, or only partially on, the "open db input" field. This problem has occurred on more than one cathcor at this customer site, and has been reported at other customer sites with main v3.3 software.